Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery alert, back light anomaly and excessive no delivery alarm due to buttons not responding. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were harder to press. Customer stated that the insulin pump had no delivery alarm. Customer stated that the rejected new batteries. Customer stated that there was chipping on the case of the pump near the battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.